Event description:
It was reported that the entrak 2500 system experienced a failed auto header registration. Request made for assistance in reviewing patient data set. There was no report of patient injury.

Manufacturer narrative:
A ge representative performed an on site investigation. The ge representative performed a general in-service on the system with a focus on the registration, image data set review and CT protocol review. No additional information provided. If additional information indicates that problems has not been resolved, with this in-service, it will be reported as required.